Event description:
Attorney alleges: "pt's hip was fractured after experiencing a violent spasm upon implant of stim devices on (B) (6) 2007. On (B) (6) 2007, the pt underwent surgery on his hip and received bilateral hip replacement."

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device that was alleged to have caused the issue was an external stimulation device used during a trial.